Event description:
Information received from foreign affiliate. A patient reportedly developed central corneal ulcers in both eyes while wearing acuvue advance contact lenses. This report is for the left eye (os). The patient was initially fit with acuvue lenses while in another country. The patient then purchased additional acuvue advance contact lenses, complete contact lens solution and fresh look cosmetic contact lenses. The patient reportedly wore the acuvue advance contact lenses for 1 day and reported pain and discomfort. The patient then wore a pair of fresh look lenses for 2 weeks with no discomfort. The patient then reportedly wore a fresh pair of acuvue advance lenses and reported pain and redness in both eyes and sought treatment from an optometrist. The optometrist reportedly advised the patient to see an ophthalmologist in 2 days if redness did not resolve. The patient sought treatment from an ophthalmologist in 2007, and was diagnosed with the following in the os: central ulcer bigger than that one in the od (reported in 1033553-2007-00065), conjunctival hyperemia and abnormal epithelium and was prescribed the following treatment: 1. Tobrex gtts q2h (evens); exocin gtts q2h (odds); "ointment to restore the epithelium", bid, cycloplegic eye drops. The note for three days later notes the va was 20/100 pinhole. The patient was prescribed tobradex gtts q6h; exocin q6h; "ointment to restore epithelium qhs. The patient returned for a follow up exam one week later. The va in the os was 20/30 with pinhole. The patients treatment was continued with dexafree, exocin, lubrifilm, lipolac gel ophthalmic. The patient was contacted the following month, and reported feeling better. The patient was using the same medications as previously reported. The most recent contact with the patient was on the same day, and reported feeling better. The pt was using the same medications as previously reported. The most recent contact with the pt was six days later, the pt reported vision has decreased in the past few days. The patient is going to follow up with the ophthalmologist. The lot history review revealed the following information; the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. The patient in question wore the same power in both eyes. There are no other complaints in our world wide complaint database for the lot in question other than the 2 issues associated with this patient. No additional information available at this time.

Manufacturer narrative:
No conclusion can be drawn.